Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 548868/577280, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also reported that the patient experienced inadequate and loss of stimulation due to lead wires were loose and disconnected from the ipg. The patient underwent an explant procedure.